Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a 78-year-old male patient of an unknown origin. Medical history, previous drug adverse reaction, family drug reaction and concomitant medications were not provided. The patient received human insulin (rdna origin) (humulin, specific type was not provided) using humapen ergo ii, two times a day, 20 units in morning and 18 units at night, subcutaneously for the treatment of diabetes mellitus, beginning on an unknown date. He started using humapen ergo ii from 2017. He stored the pen with the needle. On an unknown date in 2019, he had pen malfunction, and expressed that the previous cartridge could be used for seven days, now could only used for 4-5 days (pc number (B)(4); lot number 0910d02). On an unknown date, while on human insulin, his blood glucose was high (the blood glucose value was 14-15) and he was hospitalized due to it and as of (B)(6) 2019, he was not discharge. Information regarding corrective treatment or diagnostic/laboratory test performed and outcome of event was not provided. Status of human insulin was ongoing. The operator of the humapen ergo ii was the patient and his training status was unknown. The general humapen ergo ii duration and the suspect humapen ergo ii duration of use was not provided but it was starting on an unknown date in 2017; approximately two years. The humapen ergo ii, which was manufactured in oct2009, was returned to the manufacturer on 30apr2019. The initial reporting consumer did not know if the event was related to human insulin or with humapen ergo ii. Update 01-may-2019: no new medically significant information received on 30-apr-2019. Product complaint number was received and updated. No other changes were made to case. Edit 16may2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 30may2019: additional information received on 30may2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information, malfunction from unknown to no, and device return status to returned to manufacturer. Added date of manufacturer, date returned to manufacturer for the humapen ergo ii relating to product complaint (B)(4) associated with lot 0910d02 . Corresponding fields and narrative updated accordingly. Edit 19jun2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 30may2019 in the b.5. Field. No further follow-up is planned. Evaluation summary: a male patient reported that when using his humapen ergo ii, a cartridge could be used for only four to five days, while when using a previous injection pen (unspecified type), the cartridge would last seven days. The patient experienced increased blood glucose. The investigation of the returned device (batch 0910d02, manufactured october 2009) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. The patient also reported storing the device with the needle attached. The core instructions for use state to remove the needle after every use and do not store the pen with the needle attached. There is evidence of improper use. The patient stored the pen with the needle attached. This may be relevant to the complaint that the cartridge was not lasting as long as expected. It is unknown if this misuse is relevant to the event of increased blood glucose.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) year-old male patient of an unknown origin. Medical history, previous drug adverse reaction, family drug reaction and concomitant medications were not provided. The patient received human insulin (rdna origin) (humulin, specific type was not provided) using humapen ergo ii, two times a day, 20 units in morning and 18 units at night, subcutaneously for the treatment of diabetes mellitus, beginning on an unknown date. He started using humapen ergo ii from 2017. He kept the pen with the needle. On an unknown date in 2019, he had pen malfunction, and expressed that the previous injection pen (unspecified) could use for seven days, the injection pen now could only use 4-5 days. (Pc number: 4719139; lot number: 0910d02). On an unknown date, while on human insulin, his blood glucose was high (the blood glucose value was 14-15) and he was hospitalized due to it and as of (B)(6) 2019, he was not discharge. Information regarding corrective treatment or diagnostic/laboratory test performed and outcome of event was not provided. Status of human insulin was ongoing. The operator of the humapen ergo ii was the patient and his training status was unknown. The general humapen ergo ii duration and the suspect humapen ergo ii duration of use was not provided but it was starting on an unknown date in 2017. The humapen ergo ii was continued and its return status was expected. The initial reporting consumer did not know if the event was related to human insulin or with humapen ergo ii. Update 01-may-2019: no new medically significant information received on 30-apr-2019. Product complaint number was received and updated. No other changes were made to case. Edit 16may2019: updated medwatch and european and (B)(4) fields for expedited device reporting. No new information added.